Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Although the handpiece was not returned, the phaco console was evaluated by a field service engineer. The field service was not able to duplicate the issue. A field service checklist was performed. The unit complied with all factory settings. No evaluation could be performed as the product was not returned. The serial number of handpiece was not provided; therefore, the manufacturer record could not be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a clog during a cataract procedure using a phaco handpiece. A description from the surgery center reported that the clog occurred during phaco causing vacuum to spike and aspiration to stop. The surgery center successfully completed a prime/tune without error and simulated proper operation of vacuum/aspiration by generating vacuum and aspiration using hemostats. There was a brief delay to flush the handpiece and exchange the tubing. There was no patient injury. The procedure was completed.